Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's father contacted dexcom technical support on (B)(6) 2011 to report a sensor failure 8 hrs after insertion. Upon removal of sensor, pt's father noted that sensor wire was shorter and noticed that a sensor piece was still left in the skin. Insertion site will be examined by pt's endocrinologist at his next appointment. Father only reports a slight raised bump at the insertion site. During the call between pt's father and dexcom technical support, the pt was doing fine and had no issues at the site of insertion. No medical intervention was required.